Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A consumer reported that occlusion occurred during surgery. No system message was displayed. The tubings were exchanged and the surgery was finished. The patient impact is unknown. Additional information has been requested but not received to date. This report is for the occlusion issue. This is one of two reports being filled for this facility.

Manufacturer narrative:
Evaluation summary: the system was examined and the reported event was not replicated. The fluidics mechanism was replaced as a preventive measure. The system was tested and found to meet product specifications. The system met specifications at the time of release. The fluidics mechanism was received for evaluation. No further evaluation was pursued as the module was replaced for preventative purposes. The lot specific of the unspecified consumable product of this event is not known; therefore, lot history and device history record (DHR) review were not possible. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The system was found to meet specifications. Without a sample of the consumable product, it is not possible to isolate the root cause. Therefore, the root cause of the reported event cannot be determined conclusively.